Manufacturer narrative:
Additional information provided: a review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the treatment. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100 % and all laser system functions were within specifications during treatments at this day. No technical root cause was identified as the system was operating within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported an area of steepening on the inferior portion of the cornea in a patient's left eye 5 months and 20 days post lasik. Topography was done. Patient is a keratoconus/ectasia suspect. Patient reports itchy eyes and vision is not good. Topical steroid dosage was increased. Upon follow up, the optometrist reported the topography before surgery appeared normal. After surgery, an area of steepening in the inferior portion of cornea was found on the topography. The optometrist has reviewed this patient's information with several doctors. This patient is being monitored every 2 months or so to rule out keratoconus, ectasia or possibly a decentered treatment occurred. Itchy eyes were reported due to allergies. Blurry vision is associated with topography findings. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.